Event description:
Dr and his staff were reviewing their total experience with transcyte, approximately 100 cases, and mentioned to the smith & nephew rep that it was remarkable that they had had only 1 death in this series, and this one case was unrelated to the use of transcyte. Having heard about this case, even though the dr did not wish to report it, the rep followed co's sop and reported it to co. Pt was admitted to the hosp after sustaining a 60% total body surface area burn injury. The burns were full thickness involving the head, chest, upper extremities and back. The child began having ventilation problems and unstable vital signs from admission. Pt received antibiotics and pressor agents early in their treatment. The wounds were initially treated with silvadene for two days, during which time the child's condition continued to be unstable and to require increasing doses of pressor agents. Three days after admission the wounds were excised and transcyte was applied. The child's condition continued to decline and child expired ten days after their injury. Co is continuing to obtain further info on this event and will provide follow-up as info becomes available.